Event description:
Customer was contacted through an outreach program about issues he was having with his sensors. Customer's blood glucose was unknown. He stated he stopped using the continuous glucose monitoring system because he felt the sensors were inaccurate. Customer was receiving alarms throughout the night, preventing him from sleeping. His sensors would read very low or very high, but when he checked his meter it was fine. He stated on average, the sensor reading would be thirty to fifty points off. He has stopped using sensors. He may try them again in the future. Nothing further reported on the sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.